Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being completed with tandem technical support; however, the customer declined to complete the check. Customer changed pump supplies to address the issue and resumed insulin delivery, but ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose was 197-236 mg/dl.